Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level as the level did not exceed 500 mg/dl. Customer support provided pump reset assistance, but when the issue persisted, a replacement pump was arranged under warranty. The customer was informed about the need for replacement and planned to use an alternate therapy, mdi, to maintain insulin delivery. Instructions for returning the faulty pump were provided along with a pre-paid label and return box.